Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The day after the onset, the patient was hospitalized for the peritonitis event. The same day as the hospitalization began, the patient was treated with vancomycin injection 1gm intraperitoneally once in four days (duration not reported) and fortum injection 1gm once a day intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapy was ongoing. It was unknown if the patient was recovering or had recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.